Event description:
It was reported that during an ear, nose and throat surgery an "e6 error code (handpiece overheating)" was observed. According to the report, there was no heat felt when the motor device was examined. There was a two minute delay to the surgical procedure as a result. A spare device was not available. However, the error code was observed at the end of the procedure. Therefore, the actual device was used to complete the surgery successfully. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Device evaluation: the actual device was received for evaluation, reliability engineering evaluated the device, and the reported condition was confirmed and duplicated. Evidence indicates this was due to usage wear over time. If additional information should become available, a supplemental report will be sent accordingly.